Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamc3228c150te, serial/lot #: (B)(6), ubd: 19-nov-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft vamf3228c150te (v31253788), was implanted during an unknown endovascular procedure. It was reported that a type iiib endoleak was identified approximately 2 years and 2 months post index procedure. A repeat scan carried our approximately 2 months later confirmed the endoleak. Intervention was performed 2 days later. It was noted that during the angiogram, the endoleak was not identified, but the physician decided to proceed and reline the stent graft. During the intervention procedure, difficulty was encountered when flushing the device side port of vamc3228c150te (B)(6) and vamc3228c150te (B)(6). The physician made multiple attempts but observed that saline was dripping on the distal end of the device during flushing. It was noted that both valiant devices were sealed and their packaging was intact prior to opening. Both devices were inspected prior to flushing and no issues were noted. The physician requested device replacement due to concern it might induce a problem during implantation. A third vamc3232c100te (sn (B)(6) was used to complete the procedure and the endoleak resolved. No patient complications have been reported as a result of this event. According to the physician, the cause of the type iiib endoleak is attributed to possible fractures or holes in the stent graft. The cause of the flushing difficulties was determined to be device related. No additional clinical sequelae were reported, and the patient is fine.